Event description:
It was reported the patient presented with atrial fibrillation (af) potentially related to the atrial leadless pacemaker (lp) implant. Medication was adjusted to treat the af. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.